Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient reported the rash burns and itches, looks blistery. Area was reported to feel wet but there were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply calamine lotion. Follow up indicated that the skin irritation is improving.